Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. This event occurred during use. It was reported that the patient did not notice any color coming from the minicap during drain. There was no patient injury or medical intervention associated with this event. No additional information is available.